Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin pump alarmed battery out limit. The replacement battery cap did not resolve the issue. Customer's blood glucose level was 17 mmol/l. The customer treated their blood glucose level with a pen. The device was not returned.